Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a bugle reduction, the werewolf adapter began to smoke when it was connected to the werewolf console and it got burned. The procedure was completed with a s+n back up device. There was no damage/ burn caused to the patient. The patient current status is ok. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.